Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Pt presented with an unstable knee to surgeon. Revision surgery was done to replace a worn poly tibial insert in patient's left knee. A new series ii tibial bearing insert size 7 x15mm was implanted.